Manufacturer narrative:
The soft cannula was in the deployed state when the device was received with the needle exposed and extending to the distal tip of the soft cannula. Investigation found the hard cannula not sitting in the slide retract which had fully retracted. Damage was found on the slide retract where part of the hard cannula would normally sit in.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn for around 1 hour.